Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the caused camera control unit had a 113 error occur during a procedure. The procedure was completed with the same device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause for the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred, during the gynecological coelioscopy procedure.